Event description:
The technician alleged that when the brakes were activated the head end brake casters did not hold. No pt impact.

Manufacturer narrative:
The technician replaced the head end brake casters to resolve the issue.